Event description:
The patient was revised because of thigh pain, and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 3154405 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other complaints against the remainig product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.